Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was baclofen with an unknown dose and concentration. The patient confirmed that they always have had baclofen in their pump, but did not know the dose/concentrations. The reason for use was intractable spasticity and cerebral palsy. The patient reported that, "I did have a pump one time where the rotor went out". The patient was unable to confirm when or which pump it was. The patient stated "one or two pumps ago.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp had no further information regarding this event. The medical records were archived and she was not able to access them. There were no further complications reported at this time.